Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on three patient samples on the atellica ch 930 analyzer. Quality control (qc) and calibration recovered acceptably on the day of the event. With siemens remote assistance the customer checked service logs and the auto check results. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, found that there were droplets of water leaking into the reaction washer aspiration probe(r1a)/ dispense probe(r1d), and replaced the wash probe and the two corresponding solenoid valves. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that the falsely elevated concentrated carbon dioxide (co2_c) results were obtained on three patient samples on the atellica ch 930 analyzer. The erroneous results were reported to the physician(s) and were questioned. The samples were repeated on the original instrument. The repeat results recovered lower than the erroneous results and were consistent with the patients¿ clinical histories. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to falsely elevated co2_c results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00222 on 08-oct-2024. Additional information (09-oct-2024): siemens further evaluated the event, and the leak associated with reaction cuvette washer probe 1 potentially contributed to the falsely elevated concentrated carbon dioxide (co2_c) results. The service activities mentioned in the initial report, along with the routine troubleshooting actions performed by the siemens customer service engineer (cse), as described in the initial report, resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.